Event description:
It was reported that the patient's ipg was explanted and replaced due to discomfort at the ipg site after losing weight.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.